Event description:
Bvs console would not go into the weaning mode on the left side during patient support. On-site service was performed by abiomed field service and found the left weaning pot was not working. It was replaced and the problem was resolved. There was no pt inpact.